Event description:
It was reported that this pacemaker system exhibited a sudden jump increase in the pacing impedance from 400 to 800 ohms on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and further evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.